Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35j had a white smear on the blue part of the injector.

Event description:
It was reported that a bd phaseal¿ injector luer lock n35j had a white smear on the blue part of the injector.

Manufacturer narrative:
Investigation summary: six photos and one physical sample were provided to our quality engineer for evaluation. The pictures and sample received confirm the description of the complaint: white powder was found in the injector surface. A device history review was performed for reported lot 1806108, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Based on the observation, the white powder seems to be talc, used during the assembly of the product. Inspections and test: phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Internal procedure ha-015 describes all the rules and instructions to follow before entering the phaseal area. Before coming into the phaseal assembly area personnel must wash and dry their hands, wear the hair and beard cover, leave external shoes and use clean room shoes and get a clean room gown dressed. No jewelry and make up are allowed. Operators and other habitual personnel of the area wear especial clothes. Fabric is antistatic and do not release fiber. Clean room gowns are made with the same material. New equipment (flow cabinet for visual inspections/re-process) and machines encapsulation have been installed in phaseal assembly and molding area. The brushes for cleaning have been changed for others withoutloose fibers. Clearance of the assembly lines is performed according to ph-006 and cleaning is performed according to ph-007. Conclusion(s): in fy¿18 a project was open to improve cleaning in assembly lines. The lot was manufactured after the implementation of improvements. The project is considered effective (even though the fm complaints were not reduce to zero complaints, they were decreased). Project included training to the personnel in the area.